Manufacturer narrative:
H3 other (code unspecified, describe in h10): device identifier was not provided and the product was not returned to kci for evaluation. H6 adverse event problem; health effect - impact code: 4625: additional surgery and 4626: amputation were included based on the additional information provided. Based on review of the correction and additional information provided, kci's assessment remains the same, it cannot be determined that the alleged events are related to the v.a.c.® granufoam¿ dressing. This report is being filed due to possible use error as the physician indicated that the v.a.c.® granufoam¿ dressing was allegedly placed on the pedis artery which could cause pressure with less circulation to the toes and could lead to necrosis. MDR- 3009897021-2021-00188 submitted on (B)(6) 2021 noted the following: section b3 date of event: (B)(6) 2021. Section b5 describe event or problem: on (B)(6) 2021, the following information was provided to kci by the nurse advisor: on (B)(6) 2021, the patient allegedly experienced a "feeling of tightness" around the bandage... On (B)(6) 2021, the patient's fourth toe was allegedly necrotic, and the patient was directed to the hospital. Correction section b3 date of event: (B)(6) 2021. Section b5 describe event or problem: on (B)(6) 2021, the following information was provided to kci by the nurse advisor: on (B)(6)2021, the patient allegedly experienced a "feeling of tightness" around the bandage... On (B)(6) 2021, the patient's fourth toe was allegedly necrotic, and the patient was directed to the hospital. Based on the additional information provided, kci's assessment remains the same; it cannot be determined that the alleged events are related to the v.a.c. ® granufoam¿ dressing.

Event description:
On (B)(6) 2021, the following information was provided to kci by the nurse advisor: on (B)(6) 2021, the patient allegedly experienced a "feeling of tightness" around the bandage... On (B)(6) 2021, the patient's fourth toe was allegedly necrotic, and the patient was directed to the hospital. On (B)(6) 2021, the following information was provided to kci by the nurse: it was noted the patient was admitted to the hospital on (B)(6) 2021. The patient subsequently underwent debridement and the fourth toe was amputated on (B)(6) 2021. The patient's status was noted as "good." The device type was noted as v.a.c. ® granufoam¿ dressing and the device identifier as not provided.

Manufacturer narrative:
Follow-up #1 submitted on 17-sep-2021 noted the following: b3 date of event: (B)(6) 2021. Correction b3 date of event: (B)(6) 2021.

Manufacturer narrative:
Date of event: (B)(6) 2021 was utilized for the date of the event as the nurse observed the fourth toe turn "bluish or mottled" and the patient experienced a feeling of tightness that date. Based on the information provided, it cannot be determined that the alleged events are related to the v.a.c.® dressing. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. It is unknown if and what medical or surgical intervention was required. This report is being filed due to possible use error as the physician indicated that the v.a.c.® dressing was allegedly placed on the pedis artery which could cause pressure with less circulation to the toes and could lead to necrosis. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician. Contraindications: do not place foam dressings of the v.a.c.® therapy system in contact with exposed blood vessels, anastomotic sites, organs or nerves. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2021, the following information was provided to kci by the nurse advisor: the activ.a.c.¿ therapy system was applied to the patient's fifth toe amputation site with a "bridge." The bridge is moved with dressing changes. The nurse allegedly observed the patient's fourth toe turn "bluish or mottled" that reportedly improved when the patient's leg was lifted. On (B)(6) 2021, the patient allegedly experienced a "feeling of tightness" around the bandage. The nurse subsequently removed as much v.a.c.® drape without leaking and the "tightness" resolved. On (B)(6) 2021, the patient's fourth toe was allegedly necrotic, and the patient was directed to the hospital. The physician indicated that the bridge was allegedly placed on the pedis artery which could cause pressure with less circulation to the toes and could lead to necrosis. The patient reportedly has pre-existing diabetes mellitus with cardiac insufficiency, and there was no circular application of the v.a.c.® drape. On 09-aug-2021, the following was reported to kci: the requested information is in process and will be provided to kci as soon as possible. Kci is pending receipt of the v.a.c.® dressing type and lot number as no additional information has been provided to date.